Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer troubleshot with technical support. The customer advised that a preventative maintenance would be performed on the unit to address the issue.

Event description:
It was reported that the ventilators "select" button was broken and torn. No patient harm reported. Event date not specified; estimate used.